Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs showed start-up without previous shut-down log visible. The last user interaction was 109 minutes earlier with a ventilation stop including automated screen change to start screen. Tech support explained to the customer that the issue was caused by an unknown user interface software problem and that the device was designed so that ventilation will continue in such case. The customer reported that the end user has accepted the explanation and decided to continue using the device.

Event description:
The customer reported user interface failsafe during stand-by and the problem was resolved after a restart. The customer confirmed that there was no patient involvement associated with the event.